Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that she attempted to test her blood sugar on the aviva meter, but obtained an error message. She had been very active that day and had not eaten, and was feeling dizzy. Her sister called the paramedics, who arrived and tested the customer at 30 mg/dl on their meter. Customer was treated with an IV (contents not provided). Customer is feeling fine now. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The manufacture date in not available and retention testing codes should not have been sent as meter retention testing is not available.